Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular rupture.

Event description:
Patient reported right side "capsular rupture". The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, g1, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: red particles observed on the device. Wear abrasion observed on the device. Crease fold observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a4, d9, h3, h6.

Event description:
The device has been explanted.